Manufacturer narrative:
This is an update regarding investigation after part was returned to failure analysis lab. This lcd was returned " damage to screen". This was verified in lab testing. The lcd had no output. This lcd ¿ lcd cracked glass.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to that the device had a damage to screen. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.